Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device the patient alleged a spot was found on CT scan and it got bigger while using the device . The spot shrunk when stopped using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device  the patient alleged a spot was found on CT scan and it got bigger while using the device . The spot shrunk when stopped using the device. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, evidence of sound abatement foam degradation/breakdown was observed in the base unit. The device's downloaded event log was reviewed by the manufacturer and found one erorrs. Error was not repeated during the investigation. For the primary purposes of this investigation, this error will be considered irrelevant. In this report, section d9, g3, h3, h6 has been updated.